Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified orthopedic surgery, it was observed that the console device was overheating. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device kept rebooting and therefore, the pretest could not be performed. Therefore, an assignable root cause was not determined. During repair, a worn out pca main (circuit board) was found which was causing the device to keep rebooting. It was further determined that the issue was consistent with normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.